Event description:
Symptoms/ae: failure to achieve hemostasis. Time of malfunction: during vessel closure. Device malfunction: none. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, after uneventful clip deployment, bleeding continued. A femostop was used for fifteen minutes to achieve hemostasis. The physician stated the device functioned as intended and the bleeding was the result of the pt having been anticoagulated with angiomax. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded, but one unused sterile starclose se device with the same lot number, is expected to be returned for eval. It has not yet been received. A follow-up will be submitted with any relevant info. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.